Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device passed bench handling and full defib functionality testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs did not find any instances of the device delivering 0 joules. All of the successful shocks delivered within specifications. The log also showed that all of the manual 30 joules self tests were successful and resulted in test ok messages. The evidence/log communication supports that this report was unsubstantiated. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.